Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing resulting in inappropriate shocks. The oversensing could be reproduced with pocket manipulation.